Manufacturer narrative:
Additional information was received that the patient's leads had migrated and he felt a pull at the stimulator when he fell after the scs implant. The patient will only undergo a lead revision to move it back to its original location.

Event description:
A report was received that the patient had tenderness in the lumbar region with extension and rotation. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient had tenderness in the lumbar region with extension and rotation. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein a clik anchor was implanted and nothing explanted. No device malfunction was suspected and the patient was doing well postoperatively.

Event description:
A report was received that the patient had tenderness in the lumbar region with extension and rotation. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patient had tenderness in the lumbar region with extension and rotation. The patient will undergo an ipg replacement procedure.